Event description:
It was reported a lead integrity alert was triggered. Technical review of the remote monitor transmission noted the alert occurred due to oversensing of erratic ventricular morphology of two non-sustained ventricular tachycardia events. Lead impedances are within normal limits. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).